Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced bent cannula issue. The site of location was her lower part of the stomach. Further, she stated that as she tried to change her infusion set, they keep bending and she has ended up in diabetic ketoacidosis. At the time of the event, her blood glucose level was 648 mg/dl, and when she went to the bathroom and sat down or sit up, she had cracking paper sound in her head and had diarrhea. Subsequently, on (B)(6) 2019 at around 12 pm, she was admitted to the hospital due to raised blood glucose level of 648 mg/dl and diabetic ketoacidosis. Reportedly, they had taken her set out and found that it had two folds on it. Moreover, she does not remember when the cannula got bent, but noticed it upon removal of the set on the third day. Further, she tried to take a bolus, but they took the pump off her, at the hospital. During hospitalization, she received insulin and fluids (drug name unknown) and stayed there for three days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.